Event description:
Patient had a medtronic ddd pacer placed, serial number (B)(4). Prior to getting pacer implanted there were no issues with the monitor in the patient room reading out asystole, however, overnight post pacer placement the monitor would read out asystole despite showing a clear paced rhythm on the monitor in the room and in the monitor room. When speaking with facilities who responded to the ticket, they've stated that they have run into certain calls with the same complaint before and have thought that some pacers aren't exactly compatible with our monitor system and that they were unable to fix the problem.